Event description:
It was reported that the patient's left lead migrated, and surgical intervention was undertaken on (B)(6) 2025. During the procedure the second lead was pulled down by the physician, and as a result both leads were repositioned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.